Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that this is his third time having an abscess at the back because of the device. The patient stated that he has an abscess that has developed by the ins. It was noted that the patient had relocated about 10 days ago, for brain cancer treatment at john hopkins. The patient stated that he contacted the urology department there, however they will not see the patient until his insurance is settled due to the move. The patient noted that he didn't have a primary care physician yet as insurance hasn't been reactivated yet due to the move. Patient services explained that the patient would need to consider the severity of the abscess and decide whether to seek more urgent care such as the ER. No further complications were anticipated/reported. [Please see (B)(4) for information regarding a previous abscess associated with the patient's previous device]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported for they second device they had gotten an abscess. The patient also mentioned that the event date for the second abscess was (B)(6) 2018 which was conflicting from what was previously reported. The patient noted that their reason for their call was an informational request: that they had wanted to find out the cost of buying the device for themselves to have it replaced. The patient was advised that devices were not sold to patients and that they would have to follow up with the implanting facility on the cost. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the ins was removed in (B)(6) 2018 due to abscess because someone didn't use the antibiotic pouch. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicating that he was having the entire implant removed on friday and later stated the next from the day of this call due to abscess previously mentioned.